Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported "link switch error", which was not reproduced during evaluation. A review of the event history log identified the link switch error to be system error 322 alarms. The cause was determined to be loose mechanism mounting screws and a visual inspection had found the lower auxiliary flex had been partially removed in the field. The mechanism and lower auxiliary flex was re-installed to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a link switch error. There was no patient involvement. No additional information is available.